Event description:
The customer reported the device displayed &#50393;stem malfunction&#55297;nd shuts down. A red &#50717; is displayed and chirp sound also occurs when the battery is inserted. There was no reported patient involvement.